Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced a high blood glucose level of 550 mg/dl. They had the symptom of nausea. They treated their high blood glucose with manual shots. The customer's current blood glucose level was 230 mg/dl. Troubleshooting was performed on the insulin pump. The insulin pump's programming was accurate. Customer reported the bolus history displayed all entries based on their recollection. The device will not be returned for analysis.